Event description:
It was reported that during a sigmoidectomy procedure, when the device was used for the colon at the first and the second firings, the staples were unformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.